Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a depleted battery in the intensive care unit. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'battery depleted' which was reproduced and duplicated during evaluation by troubleshooting the device. A review of the event history log identified 'battery depleted!' Messages. Evaluation observed that the unit was unable to turn on with the battery module. The cause was determined to be a depressed battery contact pin on the rear case. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.